Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during inflation of the balloon, the balloon visibility "was not great", therefore, the physician overinflated and the balloon ruptured. The patient experienced ventricular tachycardia, which normalized soon after. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed the kinking of the proximal shaft along of its length, compression of the middle part of the shaft and some wrinkles along its middle and distal lengths. Microscopic observation confirmed that the balloon was ruptured. Performance could not be done due to the anomalies found on the product, however the attempts were made to inflate the balloon, and it was found that the balloon was leaking. Information available stated that during inflation the visibility was not good, balloon was over pumped and ruptured. Additionally, no anomalies were found to the device prior to use, however during preparation air pocket was created that impacted the visibility. During the procedure, the balloon was inflated with a 10 cc syringe that was against the instructions. Per the device directions for use (dfu), "fill 1 ml syringe with maximum volume of recommended balloon inflation media. Attach 1 ml syringe to luer-activated valve and transfer recommended balloon inflation volume". The reported patient complications (v-tach) is covered under the device dfu and warnings in the flowgate IFU--- pk50980-020/a/6464, 2015-11: ¿fill 1 ml syringe with maximum volume of recommended balloon inflation media ¿and ¿do not exceed maximum recommended balloon inflation volume. Excess inflation volume may rupture balloon.¿ in addition, it is stated that in order to reduce the ¿risk of complications due to air emboli, remove air from balloon according to recommended procedure.¿ it is likely that the operator may not have properly followed all recommendations and instructions which resulted in over inflation and rupture of the balloon, causing the air emboli complications leading to the patient¿s ventricular tachycardia. Therefore, based on all available information the cause of the reported balloon burst/ruptured was assigned to be use error. The cause of the reported patient complications was concluded to be anticipated procedural complications.

Event description:
It was reported that during inflation of the balloon, the balloon visibility ¿was not great¿; therefore, the physician overinflated and the balloon ruptured. The patient experienced ventricular tachycardia, which normalized soon after. No further information is available.